Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel. The multiple bends noted throughout the entire length of the distal sheath of the returned unit are consistent with the sheath being bent over a tight radius, further suggesting that anatomical conditions may have contributed to the difficulties encountered; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. Two absolute pro self-expanding stent systems (sess) (5x100mm, 6x100mm) were advanced with an unspecified .035 guide wire, and the stents were deployed in the target lesion with difficulty as there was significant resistance turning the thumbwheels. The procedure was then complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.